Manufacturer narrative:
Approximate age of device: 1 day. The patient remains on going with the implanted device. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The patient remained ongoing on vad support until they expired on (B)(6) 2015 due to cardiac arrest. No autopsy was performed and the pump was not explanted. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. Information was provided indicating that significant bleeding occurred post-op. The site of bleeding is unknown. The patient was transfused with 11 units of packed red blood cells over the course of the event. Approximately 21 days later, it was reported that the patient subsequently experienced progressive hematochezia and dropping hemoglobin. The medication was changed and flexible sigmoidoscopy and colonoscopy. Transfused 13 units over the course of the event.